Event description:
Additional information received noted that the atrial lead exhibited loss of capture and loss of sensing.

Event description:
It was reported during remote follow up that the right atrial lead was causing phrenic nerve stimulation and patient discomfort. Chest x-ray revealed the atrial lead had dislodged. During lead revision, lack of lead slack was noted on the right ventricular (rv) lead. Both leads were explanted. There were no patient consequences.